Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and grinding. Notable staining of the surrounding tissue was present, as well as serous fluid. Loosening was also reported.